Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance trend on the rv (right ventricular) pacing lead was rising and the rv lead integrity alert triggered. It was noted on (B)(6) 2015, ventricular sic were up to 25161; ventricular tachycardia (vt) non-sustained (ns) episodes collected with evidence of lead noise oversensing and the week of (B)(6) 2015 the rv pacing impedance climbed to 988 ohms from a trend in the 500-600 ohms. The rv lead integrity warning occurred on (B)(6) 2015 for sic greater than 30 in three days and two or more high rate ns-vt episodes. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and had a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.